Manufacturer narrative:
Other relevant device(s) are: product: 9733627, lot # 150810. A medtronic representative went to the site to test the equipment. Testing revealed that there was a battery failure. It was replaced and the system then passed the system checkout and was found to be fully functional. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the battery did not hold charge and there was a interconnect failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while on site working with the system it was noted that the system would just keep powering down as soon as its unplugged from the wall. There was no patient present when the issue was identified.